Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. It is unk what type of cartridge was used. There were no other complaints reported in the lot. The root cause for the reported complaint could not be determined. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the iol shot from the cartridge and damaged the posterior capsular bag. The surgeon removed the iol and implanted a different model. Add'l info has been requested.